Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked for atrial fibrillation (af) with rapid ventricular response that was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular tachycardia or fibrillation. It was also noted that the right atrial (ra) lead was undersensing p-waves during said arrhythmia. Follow up concluded that the rhythm was only suggestive of ventricular tachycardia (vt) and the device was reprogrammed. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.